Manufacturer narrative:
Reported event an event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: the procedure was for "symptomatic hardware left hip" on (B)(6) 2016 and only required 56 minutes. The anterior approach was utilized again with the plan to remove the liner, take out the two screws and replace with a new liner. The procedure was performed presumably with the thought that a screw seen penetrating the inner wall of the acetabulum and into the psoas on a CT was causing the pain. An unlabeled/undated coronal CT cut of the hip printed on paper showed a screw through the cup and acetabulum protruding medially into the pelvis. At surgery, the stem and the cup were found well fixed and there were no signs of infection. The liner was removed with an osteotome. One screw came out normally, the offending screw couldn't be easily reached so a stab wound was made in the thigh to allow better access and it was removed. The previous liner showed some mechanical wear (presumably impingement), so the new liner used was neutral (no comment was made about the mechanics and/or the satisfaction with the cup position. A new 32+0 lfit v 40 head was placed. The postoperative course was uneventful, and the patient discharged the following day. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient reported she had a left tha on (B)(6) 2014. The patient was revised (B)(6) 2016 due to the screws going into the tendons. The patient has been experiencing pain since surgery. The patient went to the ER on (B)(6) 2021 had a CT scan and was told she had lobular fluid surrounding her left hip and was told to follow up with her physician. The patient's physician sent her for blood work which was done on (B)(6) 2021 which showed high levels of chromium. Patient was revised on (B)(6) 2021. Patient is seeking compensation. This pi is for revision of primary. The patient was revised (B)(6) 2016 due to the screws going into the tendons. Investigation findings discovered wear of the insert.